Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected audio/vibrate alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was out of insulin and it had not alarmed that the reservoir was low. The customer experienced high blood glucose. Customer also stated they had to change battery frequently. The insulin pump will not be returned for analysis.